Event description:
It was reported via fax that the thread of the screwdriver was bent. The surgery was finished with an exchange screwdriver.

Manufacturer narrative:
It is not known if the device will be returned for eval. If the device or additional info becomes available, it will be reported on a supplemental report.